Event description:
It was reported that the patient underwent a c2-t1 posterior cervical fusion on (B)(6) 2009, using depuy mountaineer instrumentation, rhbmp-2/acs, demineralized bone matrix, and local autograft. Small pieces of bmp were placed in the decorticated facet joints. Local autograft was mixed with 5 ml of demineralized bone matrix and placed over the bmp. On (B)(6) 2009, the patient underwent a left tlif at l3-4, l4-5 using peek cages, bmp, morcellized allograft, and local autograft; right plif l3- l5 using bmp, morcellized allograft, and local autograft - the transverse processes from l3 to l5 were also dissected out. Bmp as well as morcellized allograft mixed with local autograft was packed in the anterior contralateral portion of each diskspace. A cage was sized in each disk space. This was very loosely packed with bmp. More bone graft with local autograft was packed in the anterior contralateral portion of each disk space. More bone graft material was packed behind this. The rest of the bmp was rolled in bone graft and placed posterolaterally on the right from l3 to l5. Sometime post op, the patient reportedly suffered nerve damage.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2009 the patient underwent: posterior cervical decompressive laminectomy from inferior c2 to superior t1 lamina with bilateral c8 foraminotomies. C2-t1 posterior cervical fusion using depuy mountaineer instrumentation, bone morphogenic protein, demineralized bone matrix, local autograft. Instrumentation placed using stealth-image guidance. Microscope used for microdissection. O-arm used for intraoperative CT. Preoperative diagnosis: cervical stenosis with myelopathy. Per-op notes: "all locking connections were tightened. A cross link was placed. An extra small kit of bmp had been opened and collagen sponges had been soaked in bmp for approximately 1hr. Small pieces of bmp were placed in the decorticated facet joints. Local autograft was mixed with 5ml of demineralized bone matrix and placed over the bmp."